Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified; however, no failure was identified related to the wake button.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was stuck. Additionally, it was reported that although the pump was able to beep and vibrate, it was otherwise unresponsive and stopped all insulin delivery. The customer's blood glucose level was 159 mg/dl. Reportedly, the customer has a backup pump available as alternate insulin therapy.